Manufacturer narrative:
The following fields have been updated: b5 event description. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) replacement surgery due to fluid loss, loss of pressure, and the device malfunctioning. The patient was unhappy with the size of the ipp and the cylinders did not extend all the way to the glans. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient has an inflatable penile prosthesis (ipp) revision surgery planned to replace the device due to fluid loss, loss of pressure, and the device malfunctioning. The patient is unhappy with the size of the ipp and the cylinders do not extend all the way to the glans. No information has been received that a revision surgery has occurred. No patient complications were reported.